Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, uterine tenderness (mild) and cervix cryotherapy. Concurrent conditions included post coital bleeding, pap smear abnormal, herpes simplex, cyst, pain in hip, unilateral leg pain, leiomyoma nos, paratubal cyst and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain/ loss (specify which one)") and weight increased ("weight gain/ loss (specify which one)"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, weight decreased, weight increased, fatigue, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, vaginal infection, dysmenorrhoea, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, weight gain, vaginal bleeding, pelvic pain, vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (general), dyspareunia (painful sexual intercourse), pelvic pain, weight gain, weight loss, fatigue, abnormal bleeding (vaginal) abnormal bleeding (menorrhagia), vaginal infection, yeast infection, dysmenorrhea (cramping), vaginal discharge, abdominal pain. Reporter information, medical history, events onset date, events outcomes, lab data, essure insertion and removal date were added. Event injury was deleted and device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, uterine tenderness (mild), cervix cryotherapy and itching. Concurrent conditions included post coital bleeding, pap smear abnormal, herpes simplex, cyst, pain in hip, unilateral leg pain, leiomyoma nos, paratubal cyst, uterine bleeding, uterine bleeding, bacterial vaginosis and dysfunctional uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight decreased ("weight gain/ loss (specify which one)") and weight increased ("weight gain/ loss (specify which one)"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, weight decreased, weight increased, fatigue, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, vaginal infection, dysmenorrhoea, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 160 lbs date(s) of insertion: (B)(6) 2014 (discrepancy noted) as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: satisfactory position of essure tubal inserts with bilateral fallopian tube occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, weight gain, vaginal bleeding, pelvic pain, vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. No new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('abnormal bleeding (general)'). In a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: body mass index normal, uterine tenderness (mild), cervix cryotherapy and itching. Concurrent conditions included: post coital bleeding, pap smear abnormal, herpes simplex, cyst, pain in hip, unilateral leg pain, leiomyoma nos, paratubal cyst, uterine bleeding, uterine bleeding, bacterial vaginosis and dysfunctional uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") .and was found to have weight decreased ("weight gain/loss (specify which one)") and weight increased ("weight gain/loss (specify which one)"). On an unknown date, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, weight decreased, weight increased, fatigue, heavy menstrual bleeding, vaginal haemorrhage, vulvovaginal mycotic infection, vaginal infection, dysmenorrhoea, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Date(s) of insertion: (B)(6) 2014 (discrepancy noted) as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 24.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2015, total bilateral occlusion; on (B)(6) 2015, satisfactory position of essure tubal inserts with bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, weight gain, vaginal bleeding, pelvic pain, vaginal discharge. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.